Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump generated a ¿no disposable¿ alarm. The cassette was removed, and the cassette tubing was massaged and secured against a hard surface. The cassette was then reattached, and the tubing was unclamped. Infusion was restarted, and the alarm did not recur. The process was repeated, and the ¿no disposable¿ alarm did not persist. The pump was in delivery mode at the time of the event. The event occurred during infusion at the patient¿s home, and the device was operated by the patient. There was patient involvement; however, no harm was reported.